Event description:
It was reported by the clinician that after the sheath insertion, the air was aspirated from the balloon with the syringe and inserted into the sheath. It was at the time the balloon became stuck in the sheath resulting in both the balloon and the syringe having to be removed and exchanged with a new set. There were no reported pt complications.